Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was displayed as "low", although a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their settings to address the event.